Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a door latch failing. The field service engineer cleaned the latch and applied conductive grease to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a srm failure couldn't access the fridge. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.